Manufacturer narrative:
Product not returned for evaluation. Device history records show that parts in the field met release requirements prior to distribution. Device from non-released inventory evaluated and met specification.

Event description:
While inserting screw into plate on a metaphalangeal joint fusion, the screwdriver end broke off flush inside the screw and could not be removed from the screw. There was no harm to the pt.